Event description:
It was reported that after the procedure, surgery the nurse found a a perforation in the drape.the product involved was ors-188231. No patient injury, infection or complications were reported.